Manufacturer narrative:
Bci contacted the customer and verified that their engineer replaced the t-valve and this resolved the issue. No service visit was needed.

Event description:
A customer contacted beckman coulter inc. (Bci) after noticing a leak of the cartridge chemistry (cc) sample t-valve and had their engineer replace the part. No injury was reported.